Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the distal area (returned adhered by solution the anterior optic surface). The reported broken haptic was observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens (iol) implantation, it was found that the leading haptic was broken after it was implanted in the eye. Since the lens was not stable it was explanted. The surgery was completed with a back up lens. Additional information was requested.

Manufacturer narrative:
. The file indicates the use of a non-qualified cartridge and a non-qualified viscoelastic. The handpiece that was used would be qualified with an approved company cartridge. The company lens model is only qualified for use in the company cartridges. The root cause is most likely related a failure to follow the IFU. The account used an unqualified lens/cartridge combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).